Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed loss of vision and was diagnosed with endophthalmitis 5 days post lens implant in the right eye. Culture was positive for both staph and strep. The patient underwent vitrectomy and intravitreal injections 6 days post implant and reportedly is doing well. According to the physician the lens did not cause or contribute to the infection.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.